Event description:
It was reported to resmed (B)(6) that a system fault was observed on an astral device. There was no patient harm or injury reported as a result of this incident. MFR ref #3004604967-2015-00003.